Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was no power to front panel of one point of care unit (pcu) and power switch was not working for another one. Therefore, two point of care unit front cases needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The customer¿s report that there was no power to front panel of one point of care unit (pcu) and power switch was not working for another one was confirmed on the returned keypads. Test results identified one of the two received keypad¿s ac indicator light not illuminating and the system on key not functioning as intended. The other keypad¿s ac indicator light illuminated; however the device unexpectedly powered on. Further testing of both observed the rest of the keys were able to function as intended. Internal inspections were performed on the received keypads. Each layer of the front case was removed and inspected for anomalies. Both keypads had contamination along their flex cable traces along with one having a broken flex cable trace (identified as trace 20 for power). The proximate cause that there was no power to front panel of one point of care unit (pcu) and power switch was not working for another one is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module 15487177 service history record showed the device had a manufacture date of 13-feb-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 06-nov-2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the keypads were returned.

Event description:
It was reported that there was no power to front panel of one point of care unit (pcu) and power switch was not working for another one. Therefore, two point of care unit front cases needed to be replaced. There was no patient involvement.